Event description:
On (B)(6) 2012, the manufacturer's consultant reported that a vns treating neurologist's handheld was not holding a charge. The consultant stated that the handheld stays plugged in at the nurses' station in the office and that as soon as it is unplugged, it loses the charge. No patient was affected as the physician was able to use a different programming system on the patients. The handheld and flashcard were returned to the manufacturer on (B)(6) 2012, for product analysis. Product analysis on the handheld revealed that the serial cable had an open electrical connection in the power cable. As a result of the open wire connection, the handheld would receive power from the ac adapter intermittently. No anomalies associated with the battery were identified during the analysis. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.